Event description:
The customer reported that the system would boot up with an x-ray disabled error. The fse found that the system displayed a frame sync error, which would cause a loss of the live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The reported issue could not be duplicated. The boards and connectors were reseated. The power supply was adjusted and the fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.